Event description:
The user facility reported that there were multiple tears throughout the body of the sheath. Follow up communication with the user facility confirmed: (1) the procedure was completed successfully; and (2) the patient is reported as doing "fine".

Manufacturer narrative:
(B)(4). Results - is based upon the evaluation of the actual samples; reserve samples. Conclusions - is based upon the evaluation of the actual samples; reserve samples. The involved device was returned to the manufacturing facility for evaluation. Only the sheath was returned and upon visual inspection, it was noted to be kinked. The sheath was also noted to be cut down the entire length of the sheath, from the kink to the distal tip. Visual inspection was also conducted on reserve sampled for the reported lot as well as the surrounding lots. No defects or anomalies were noted. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported in the past three years. Although the cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).